Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, showing 105 units instead of caller's expected 260 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support educated caller on the cause of the discrepancy, which occurs due to a large variance in measured pressures, and explained that the fill estimate would resume normal countdown once the insulin amount in the cartridge matched the static number on the pump. Caller understood and acknowledged the explanation.